Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgment and getting tangled up with right atrial (ra) lead. Both leads were explanted and replaced with a new lead. No additional adverse patient effects were reported.